Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7080844; medical device expiration date: 2022-03-31; device manufacture date: 2017-03-21; medical device lot #: 7023511; medical device expiration date: 2022-01-31; device manufacture date: 2017-01-23; medical device lot #: 5201589; medical device expiration date: 2020-07-31; device manufacture date: 2015-07-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿black and white particles¿) was found on a bd luer-lok¿ syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Three photos were provided for evaluation by bd. A quality engineer was able to review the photos and determined that one of the photos showed a plastic particle on the stopper and the other two showed foreign matter embedded in the barrel of the syringes thus verifying the reported issue. A device history review was performed on the reported batches and found zero defects related to foreign matter recorded during production. No related qns were issued to these batches. Plastic particulate can build up because plastic dust is created throughout the manufacturing process via conveying and vibration of plastic components and embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can then break loose and be molded into components. Defect rate is within an acceptable level. No formal corrective action is needed at this time.